Manufacturer narrative:
Additional information received on 5/30/2016 for product serial number, implant date, explant date, and patient data. Initial lens (implant) operation without complications - 2 weeks after operation cystoid macula edema. After treatment, vision 1.0. No further information was provided. (B)(4). Date of event: (B)(6) 2012. White dots on the posterior surface of the iol was detected on (B)(6) 2012. Model#: clrflxb, catalog#: clrflxb240, serial#: (B)(4), expiration date: 11/30/2007. Manufacturing date: 11/30/2002. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Based on the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon saw white blurring / white spots on an implanted clariflex intraocular lens. The lens was explanted. No further information was provided.